Manufacturer narrative:
The customer reported event of ivtm thermogard displayed tcmid:05 (coolant diff failure) was confirmed during archive data. The most probable root cause was due to a defective temperature sensor. Per review of the event logs, error message tcmid:05 appeared several times indicating that the temperature sensor was damaged. The temperature sensor was replaced to remedy the issue. Functional testing was performed including, slow rate testing and calibration. The thermogard passed all test. Following the service, the ivtm thermogard console functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no history of previous complaints reported for ivtm thermogard system with (B)(4).

Event description:
It was reported that during patient treatment the ivtm thermogard displayed tcmid:05 (coolant diff failure). Customer restarted that ivtm thermogard system, but the error persisted. No consequences or impact to patient.